Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarmed during testing. The pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, and severely scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 170 mg/dl. The customer stated that she received a button error last night and was able to clear it. The customer stated that she woke up with another button error. The customer stated that the pump stopped giving her insulin. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.